Event description:
It was reported that during normal device change out, low, out of range hv lead impedance was observed when the lead was tested with the new device. An insulation anomaly was noted. Lead was capped and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.3-14.1cm and 19.0-19.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 16.7-17.6cm and 18.1-19.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at these locations, consistent with the field observation of low hv lead impedance.